Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint was not verified of acu watchdog failure alarm during testing when powering up and doing occlusion and flow testing. However, the alarm appeared in the event log. It was unable to determine cause of event, so preventative measures were taken to replace the interconnect board. The devices physical condition revealed a right plunger case cracked. A summary of repairs for preventative restoration included : cracked right plunger case, worn plunger cable, cracked bottom case, battery, upgraded power receptacle, worn worm coupling and gear, added delrin washer, worn leadscrew, right and left clutch and cutch spring, worn square shaft, interconnect board. Cleaned, greased and recalibrated. Device passed all delivery and functional testing. (B)(6).

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed acu watchdog failure. No adverse patient events reported as no information available.